Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support and was provided with pump reset information, which they used to successfully reset the pump. The malfunction did not recur, and the customer was able to continue using the pump as normal. Technical support advised the customer to call back if the malfunction code appeared again, and the customer acknowledged this guidance.